Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device showed high impedance and a near end of service condition. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanted devices have not been returned to date.

Manufacturer narrative:
If follow-up, what type; corrected data: the previously submitted MDR #01 inadvertently failed to identify this type of MDR as additional information.

Event description:
Additional information was received that the explanting facility discarded. The explanted devices; therefore, no analysis can be performed.